Manufacturer narrative:
(B)(4). The device was received and is in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a high drain 102/call pd nurse alarm. This occurred during dwell 1 and the home patient was connected. This alarm indicates that the patient drained greater than or equal to 200% of the maximum prescribed cycle fill volume. The patient stated that they did not feel "overstuffed" now. The therapy was discontinued prior to completion of two full cycles. The technical service representative discussed the use of continuous ambulatory peritoneal dialysis (capd) until the new machine arrives. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. The reported problem was not identified during the event history log review. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the event. Visual inspection was performed. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. Upon conclusion of the investigation, the cause of the reported issue could not be determined. Should additional relevant additional information become available, a supplemental report will be submitted.